Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified that the system was not booting up by itself but powered up while pressing the disk bay button. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed that actual cause of the reported event was an issue with the host pc disk bay. Fse implemented an interim solution by replacing the disk bay of host pc and updating the license file to resolve the issue. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of host pc disk bay and updating the license file. The codes were updated based on the investigation outcome.